Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on several occasions via email to get additional information. The customer responded on (B)(6) 2019, alleging that she was prescribed antibiotics by her doctor for the mastitis, which had since resolved. The device was returned with only the connectors. The pump was evaluated on (B)(6) 2019 with the customers connectors, but with lab breastshields, membranes, valves and tubing. The device passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she had low suction with her pump in style breastpump, even after purchasing new parts. The customer further alleged that she had mastitis and went to the doctor in a lot of pain.